Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5056678) on 26-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("tubal perforation") and pelvic pain ("pain / feeling of soreness / pelvic pains") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for bleeding: nuva-ring in 2007. Concurrent conditions included malaise, distended abdomen, shortness of breath, post coital bleeding and urinary tract infection. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, pelvic pain (seriousness criterion disability), weight increased ("weight gain"), swelling ("swelling"), menorrhagia ("heavy bleeding during menstruation accompanied with quarter-size blood clots/ bleeding/ heavy menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with vicodin and cyclobenzaprine hydrochloride (flexeril). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, weight increased, swelling, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record pelvic pain. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease were added. Updated suspect drug indication. Events tubal perforation, vaginal bleeding, dysmenorrhea, vaginal discharge, fatigue, abdominal pain were added from pfs and updated events and event outcome was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.